Event description:
Boston scientific received information that this pacemaker and implantable right ventricular (rv) lead were exhibiting high pacing impedance measurements. The lead safety switch had been triggered on the device and the polarity had switched to unipolar. There was also a report of pacing inhibition for greater than two seconds in which the patient reported feeling symptomatic. The patient had a slow underlying rhythm in the 30 bpm range. It was noted that the patient frequently lift weights and which has put repetitive stress on the lead. The lead safety switch was reset and temporarily turned off. Sensing was also adjusted to 10 mv to prevent additional pacing inhibition. Two days later a procedure took place and an rv lead conductor fracture was reported. The lead was capped and the device was electively replaced due to one year remaining longevity.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
--